Manufacturer narrative:
On 2/14/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 2/18/2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9381178 sn: (B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7703098 sn: (B)(6). Concomitant products: unknown mentor saline implant manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a tear measuring approximately 0.4 cm was observed within an area of siltex cracking, located on the posterior view. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The second product received is a concomitant device (contralateral), therefore no further analysis is required. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with an unspecified mentor smooth saline breast prosthesis on the right side, suffered deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.